Event description:
Bilateral deflation saline portion bilumen. A 24 yr old wg0 female status post bilateral subglandular inframammary mentor left 220:30cc right 220: 50 bilumen for augmentation 6/8/88-always hard-positive herniation on right medial implant. Positive mild systemic symptoms including "ibs" & some local pain.